Manufacturer narrative:
On (B)(6) 2016 10:13 am (gmt-5:00) added by (B)(6) ((B)(4)): the cause of the sheared screws cannot be determined because the screw heads were discarded by the customer, and therefore not available for evaluation. According to the iec (B)(4) tests performed on this type of ceiling suspension, the maximum weight tolerated by this ceiling tube is 4.8 times higher than the weight of the configuration involved. Additionally, maquet indicates in the user manual that during yearly maintenance, all screws have to be checked for tight fixation by authorized personnel. This device was periodically maintained by maquet. The previous preventive maintenance was performed in october 2015, and no failures were found. Therefore, maquet assumes that a misuse is the most likely cause for this reported event. In order to prevent these kind of incidents, maquet indicates in the user manual that during yearly maintenance, all screws have to be checked for tight fixation by authorized personnel.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The fst examined the device and found that 6 bolts were broken on the xd24 pendant. He drilled out the remaining of the broken bolts and replaced them with new ones. This investigation is ongoing and results will be documented in a follow-up report.

Event description:
The maquet field service technician (fst) realized during maintenance that the suspension of the pendant carrying a monitor and a pc panel was not hanging straight. When he attempted to lift the arm, the suspension fell down together with the pendant and the monitors, but was caught by the technician. No patient involvement and no injuries were reported. Factory reference # : (B)(4).